Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the conductor wires were intact and undamaged but a drive cable was frayed. One grip close cable was frayed at the yaw pulley cable groove. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additionally, the yaw pulley was damaged on the same side as the frayed cable. The side of the yaw pulley had an indentation adjacent to the cable groove. Engineering concluded the yaw pulley damage was likely due to mishandling/misuse and may have contributed to the cable fraying. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing, a broken wire was noted on a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.